Event description:
It was reported to philips that the device intermittently fails the defib test during operational testing. The customer has already replaced the test load and therapy cable but continue to receive the same error. There was no reported patient involvement/adverse patient impact.